Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? Middle of the scale to just below the middle line. What confirmation was received that the device was fully fired? Audible click. Did the device staple? Yes. Was the staple line complete? Hard to tell if the staple line was complete because the device locked on tissue then upon removal, the anastomoses broke apart. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? B- formation were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Tough to say because the device was stuck on tissue and had to be pried off. If the device fully cut, were both tissue donuts present? Both tissue donuts were present but both were broken. If the device fully cut, were both donuts complete? No, there was a break in both donuts. How many counter-clockwise revolutions were used to open the device? 2 x 360. How was it confirmed that the anvil was free from the tissue prior to removing? No. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Resident, dr. (B)(6). Who removed the device? Resident and dr. (B)(6). Was the safety reset prior to removal? Not sure. What was the users experience with the device? Had used the device many, many times regarding "the surgeon being unable to reverse the colostomy. Patient left the or still with a colostomy," please provide more details. Rectal stump was hand sewn, there was not enough rectal length to use a second circular stapler. There was a positive leak test on the sigmoidoscopy so that anastomoses was taken down and there was another colostomy performed. Could you please clarify if there were any patient consequences? The patient is doing well at the moment. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? We were planning on no drain and no ostomy. Now the patient has a drain and an ostomy plus 4 days of antibiotics.

Event description:
It was reported that during a colostomy reversal procedure that the device did not fire properly, tissue was stuck in the jaws. After stapling a hole was found in the colon resulting in the surgeon being unable to reverse the colostomy. Patient left the or still with a colostomy.